Manufacturer narrative:
This event was assessed and is being reported as part of a retrospective review of events, which was in response to MDR criteria revisions and ongoing process improvements. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after analyzing data from the transmission, the clinic needed to be notified to bring the patient into the clinic. It was discovered that the patient's cardiac resynchronization therapy pacemaker (crt-p) had the implant detection set to "on" and would need to be turned off in order for successful transmissions to post in the remote monitoring network. Technical services spoke with the clinician at the account and explained the need to turn off implant detection in order for the network to be successful. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.